Manufacturer narrative:
The power supply was replaced and the device worked as intended. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: alarm loss of external power. No patient involvement.